Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted at implant due to mitral insufficiency and rigid leaflet. A mechanical valve was put in its place. No further information available.